Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, the cause was related to customer's personal profile settings. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with an unspecified intravenous treatment and sugar gel. Additionally, customer updated pump settings. Reportedly, the customer was released 3 days later with the issue resolved and no permanent damage.